Manufacturer narrative:
The suspected touchscreen assembly was inspected by a senior repair technician and no visual damage was observed. The technician then installed the touchscreen assembly into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The iabp had no display and generated a failure alarm. Blows bulk fuse on power supply. The reported failure of " touch screen calibration has failed" was verified. The nrc cannot send this board back to the supplier for failure analysis because this board is supplied from a distributor. The touchscreen assembly was scrapped and retained in the nrc per procedure.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the touchscreen was observed to be defective and was unable to be calibrated. Since the event occurred during installation, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the touchscreen was observed to be defective and was unable to be calibrated. Since the event occurred during installation, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The suspected touchscreen assembly was sent to getinge's national repair center (nrc) for evaluation. As the evaluation becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The stm replaced the video generator board; however the issue persisted. The stm returned at a later date and replaced the touchscreen assembly which address the issue. The stm completed installation and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the touchscreen was observed to be defective and was unable to be calibrated. Since the event occurred during installation, there was no patient involved and no adverse event was reported.